Manufacturer narrative:
The device, used in treatment, was returned for investigation. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. There were no indications of an issue that would potentially lead to a future performance issue. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the navio risk profile. Navio surgical technique guide for knee arthroplasty (500197 revb) provides instructions for using the bone screw driver. We were able to confirm if there was a relationship established between the reported event and the device. Visual and functional evaluation found that the pin driver failed to turn/rotate the bone pin because the inner driver is no longer attached to the pin driver. The malfunction was caused by mechanical component failure. A corrective action has been opened regarding this issue. Per complaint details, the device (pin driver) malfunctioned and was unable to remove/¿grip¿ the bone pins; therefore an alternative device (wire driver) was used to successfully complete the procedure within a 0-30 minute surgical extension. Per the field report, no patient injury/harm or impact was alleged. It was communicated that the requested medical documentation was not available, the surgeon was satisfied with the outcomes as no further interventions were necessary, and the patient is presumably doing ¿well¿. The functional product evaluation confirmed the reported failure, noting a broken weld. Based on the information provided, patient impact beyond the reported modified procedure using an alternative device and a 0-30 minute surgical extension would not be anticipated as reportedly, the patient is ¿well¿ with no report of patient injury/impact. No further medical assessment is warranted at this time.

Event description:
It was reported that, when finishing a navio tka procedure, the surgeon was attempting to remove the bone pins using the bone screw driver attached to power and the driver was unable to remove the pins. It was unable to grip the bone pins. In order to safely remove the bone pins, a wire driver was used instead, and they were able to proceed with closing. The delay was less than 30 minutes, and no patient was harmed. No other complications were reported.